Event description:
Noise on both leads was detected via home monitoring. While explaining the ra lead and the ICD, the physician noted an area of abrasion on both leads. The rv lead abrasion was to the outer insulation only, and the physician chose to repair this lead rather than subject the pt to the risk of a lead extraction. The rv lead remains actively implanted. Should additional info become available this file will be updated.